Manufacturer narrative:
(B)(4). Concomitant medical products- tibia cemented 5 degree stemmed left size g p# 42532007901 l# 63585292; femur cemented cruciate retaining (cr) standard left size 9, p# 42502606601 l# 63628204. Report source: (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee procedure. Subsequently, the patient is suffering patella clunk. There has been no revision to date.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Medical records review indicates there is no complications during the initial surgery. Review of the records identified the patient underwent an arthroscopic procedure on (B)(6), 2018 due to patella clunk. During the procedure two cement pieces were removed that were located between the patella and the liner. No implant removal or exchanged was noted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient underwent an arthroscopic procedure approximately one year post-initial implantation and it was discovered that there was two pieces of cement located between the patella and the liner within the connective tissue. These pieces of cement were removed.